Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-1110-02, serial #:(B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was unable to charge her ipg. The patient will undergo a pocket revision and an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. It was noted that there was no skin breakage at the pocket site. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was unable to charge her ipg. The patient will undergo a pocket revision and an ipg replacement procedure.